Event description:
It was reported that the device exceeded the maximum temperature rise in a quality assurance test, which could indicate the device overheated or may overheat. There was no medical/surgical procedure involved at this time, so no pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, the likely cause for the temperature rise was problems with the cable/coil assembly oral max part, as well as, the driveshaft and bearing, which were each replaced. Service repaired and returned the device to the customer.